Event description:
It was reported that the patient's lead broke after a fall, leading to a return of over active bladder symptoms. The physician decided to replace the entire system. All parts of the lead were explanted. Following the replacement the patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v204342, implanted: 2009 (B)(6), explanted: 2012 (B)(6). Programmer: model 3037, serial# (B)(4).